Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the time and date on the pump had reset and as a result the patient experienced a serious hypoglycemia. On an unspecified day, the patient¿s blood glucose reading was reportedly at 37 mg/dl with confusion and/or disorientation and had difficulty waking. The patient did not report receiving any treatments above and beyond the usual routine of diabetes care and management and had remained on pump therapy after recent adjustment to the basal rate by health care provider. Customer support reviewed the time/date reset issue with the patient and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found that on (B)(6) 2014 the time/date reset to default after battery change. On investigation, the pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. A 24-hour basal exercise was executed without incidences. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The reported time/date reset issue was duplicated in the investigation. Unrelated to the reported time/date issue, the display was found to dim and discolored.